Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received pump error alarms. The customer's blood glucose level was unknown at the time of the incident. The error occurred during rewinding process and load reservoir process. Self test was performed and pump passed. The customer was advised to monitor pump as alarms may be a site issue. The device is not expected to be returned for analysis